Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was also reported the patient last successfully recharged the device and last felt stimulation approximately 3 weeks ago. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.